Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of "failure code 808:02". (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. It is unknown when this event occurred; it was observed in the "general pt ward". There was no report of patient injury or medical intervention necessary. No additional information is available. During review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not duplicated. The reported condition is due to a faulty phm (pump head module). The pump head module was replaced to correct the reported condition. Trending was conducted for the reported issue and similar reports have been received. Should additional information become available a follow up medwatch will be submitted. (B)(4).